Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by running quality control (qc) with error recurring. The fse checked the sample probe alignments and found the cup z-axis was out of alignment for the sampling nozzle assembly. The fse adjusted the cup z-axis and verified the analyzer by running quality control (qc) and a daily check with no errors recurring. The aia-900 analyzer is operating as expected. No further action required by field service. A 13 month complaint history review and service history review through aware date of event for similar complaints was performed for failure mode "4124 (900 only) sample-z bump" error. There were fourteen similar complaints found during the searched period, including this case. The aia-900 analyzer operator's manual in section 12 flags and error messages states the following: [4124] sample-z bump cause: the specimen cap rear-end collision sensor s054 was activated while the specimen dispensing arm z was moving toward the home position. A ss flag will be attached to the measurement result. Action: if the cap is on the specimen, remove it and perform measurement once again. If it is not, contact tosoh local representatives. Check s054 and pm051 for a possible malfunction. The most probable cause was due to an alignment issue with the cup z-axis for the sampling nozzle assembly, cause traced to component failure.

Event description:
A customer reported 4124 (900 only) sample-z bump error on the aia-900 analyzer. The customer stated the error occurred several times intermittently before becoming constant. The customer restarted the analyzer, confirmed the waste was not overfilled, and confirmed the waste chute is not obstructed with fallen test cups in the sorter. Technical support specialist (tss) instructed the customer to perform an all-set home, but error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.